Manufacturer narrative:
(B)(4). Batch # t94720. Device analysis: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and tested on a gen11. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. Due to the multiple generator usage and the blade with horizontal metal scratches, which are evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. There was no patient consequence. No additional information can be provided.